Event description:
Caller reported that pt was taken to emergency room as their readings were erratic and higher than normal. Pt had readings of 399 and 497 within 10 minutes, and a second set of readings at 326 and 405 with an unknown time lapse between readings. The readings were taken with both a freestyle and accuchek device. The caller was not clear about which device produced each result. The purpose of the visit to the emergency room was to make certain the amount of insulin administered to customer was correct. No other treatment was described.